Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on (B)(6) 2019 for follow-up. Upon device interrogation, the right ventricular lead exhibited high impedance. It was noted that the lead impedance had been trending higher since (B)(6) 2019 and capture thresholds had also increased in bipolar configuration. The lead had been programmed to unipolar configuration on the previous visit to the clinic. The lead was capped and replaced on (B)(6) 2019. There were no adverse consequences to the patient.